Event description:
It was reported that during engineering evaluation, the motor device was ¿tested and found to have an e5 error¿. The event was not related to surgery. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device. The device was tested and was found to have an e5 error. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling and use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.